Manufacturer narrative:
Based on the available information this issue is deemed a reportable malfunction. No samples have been available for the investigation process. History files of the batch records have been checked. No nonconformity has been registered during the manufacturing process. All relevant tests performed during manufacturing process and final product release had been fulfilled and met the requirements. No other complaint has been received in connection with this batch. Based on the investigation findings it has not been possible to define the root cause of the claimed failure. No additional patient/event details have been provided to date. Should additional information be received, a follow up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Nurse called and stated the hard plastic vacuum tip at the top end of the catheter has been coming away from the suction tubing.